Event description:
Customer stated that the tumescent infiltration pump leaks a lot. Customer was able to finish procedure with pump.

Manufacturer narrative:
The evaluation fo the tumescent pump was completed december 2, 2015. Based upon visual inspection, there was no failure found. The pump was working properly. All functions tested 100% to specification.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).